Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by a sales representative via email that an ar-2324pslc-1, peek swivelock c4.75x19.1mm was reported to have the swivelock anchor eyelet split so it wasn't able to anchor down the internal brace fibertape at the correct tension. This occurred on (B)(6) 2026 during a acl repair procedure. The case was completed successfully. Opening another swivelock anchor. There was case involvement.